Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The patient was retested at an alternate facility and a lower result was obtained and reported. The patient was transferred to another facility. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is sample integrity. The IFU for dimension ctni flex reagent cartridges contains the following information: "specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.